Manufacturer narrative:
The mayfield swivel adaptor (a1018)) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received was purchased in august 2021. On evaluation, the unit passed all specific functional testing. Unit does not need any repairs done at this time and will be returned to the customer. Root cause analysis: the complaint is not confirmed as no issues observed during the investigation because the unit passes all specific functional testing. This swivel adapter unit was also received with a mayfield a2600m with the same reported complaint. Functional deficiencies were found with the a2600m that most likely caused the reported complaint. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield swivel adaptor (a1018) was not holding patient's head in the same spot. According to the physician, the device was drifting down. No patient injury or surgical delay has been reported.